Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Date returned to manufacturer: 4/28/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the intraocular lens (iol) returned. The plunger and pushrod was observed in advanced position. The pushrod was observed that overrides the lens in the cartridge. Residues of viscoelastic material was observed on cartridge. The cartridge tip was observed slightly deformed. The lens was observed stuck in cartridge and the leading haptic was observed not folded and detached. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was verified manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. There are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required. A search of complaints related this production order (po) was performed. The search revealed no additional complaint folder for this po number: conclusion: based on the manufacturing record review, analyzed of the returned and historical review there is no indication of a product malfunction or quality deficiency. No nonconformity report, escalation, documentation is required all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: implant date does not apply because the lens was removed during the same procedure. If explanted; give date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with a pcb00. Defective lens because embolus went over the lens. The lens was partially inserted and the issue was at first noticed during implantation/application. No patient injury has been reported, patient is fully recovered. Lens removed and replaced during the same procedure. The material is available for investigation if required. Patient information cannot be provided due to personal data privacy legislation/policy. No further information has been provided. Note: embolo in spanish is plunger in english. So by embolo over lens means override.